Event description:
In (B)(6) 2018, an osteosynthesis of a subtrochanteric femur fracture using a long nail was performed in domo. On (B)(6) 2018 the patient presented with increasing pain in the left hip, without a trauma had preceded.

Manufacturer narrative:
The reported event that long nail kit r2.0, ti, left gamma3® ø11x360mm x 125° was alleged of issue k-556 (revision) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As per the complaint history and risk file, pain is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primarily the respective surgical technique. The instruction for use informs the surgeon to be familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Not reported if available.

Event description:
In (B)(6) 2018, an osteosynthesis of a subtrochanteric femur fracture using a long nail was performed in domo. On (B)(6) 2018 the patient presented with increasing pain in the left hip, without a trauma had preceded.